Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales rep was contacted by a competitive rep that the surgeon was going to wash out an infected hip that the dr did at beaumont royal oak approximately 14 years ago and that the surgeon would need a srom hip ball. Before the case started I spoke with the surgeon and he said that he could not access and previous chart information on this patient to find implant notes. The dr. Explanted a srom 32 mm + 12 hip ball that had very bad reunion wear and was corroded in the taper. No cat # or lot # information could be recorded. The stem and sleeve were left in siri and the cup was stryker¿s. A new 32 mm hip ball was implanted. Doi: 14 years ago. Dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.